Event description:
It was reported an error identified as cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, and after the reset, the error did not occur again. The customer successfully started their sensor session.